Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during coil embolization, the physician made several attempts to detach the coil. The physician decided to remove the coil and as he pulled on the delivery wire, the coil detached in the aneurysm, partially protruding into the vessel. No further action was taken. No clinical consequences to the patient were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for investigation. Based on the review and analysis of the available information, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
It was reported that during coil embolization, the physician made several attempts to detach the coil. The physician decided to remove the coil and as he pulled on the delivery wire, the coil detached in the aneurysm, partially protruding into the vessel. No further action was taken. No clinical consequences to the patient were reported.